Event description:
It was reported that a patient presented remotely merlin.net. Review of the transmission revealed that the implantable cardiac monitor (icm) exhibited under sensing. Programming changes were discussed, no changes or interventions were reported; the icm will continue to be monitored. The patient was stable throughout.